Manufacturer narrative:
Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced the insulin flow block alarm and this had led to a high blood glucose event on (B)(6) 2026. The high blood glucose had been treated with insulin pump. The insertion site is thigh and the high blood glucose had been high for one to two hours.